Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 18-jun-2024. The blood glucose level was 214 mg/dl. No further information available.